Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12278301-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis. Concurrent conditions included pulmonary sarcoidosis, iron deficiency anemia, vitamin d deficiency, burning micturition, urinary frequency, hematuria, dysuria, kyphosis, flank pain, leg pain, endometrial ablation, grand multiparity and obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"). In 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("skin rash"). The patient was treated with surgery (ablation (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, dyspareunia, fatigue, abdominal pain, allergy to metals, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the rash was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-??-(B)(6) 2006 insertion details, specify- about 6 coils visible on right side and about 3 coils visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT scan: indication: abdominal pain findings: essure device is incidentally noted.. Hysterosalpingogram - on (B)(6) 2006: bilateral fallopian tube occlusion; on (B)(6) 2011: complete occlusion of the fallopian tubes by essure devices. Pathology test - on (B)(6) 2018: surgical pathology report: diagnosis: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and salpingectomy; · secretory endometrium and endometrial scarring · endometrial polyp · adenomyosis · leiomyomata · cervix with no significant pathologic findings · bilateral fallopian rubes with metallic coils. Congestion, and each with a microscopic paratubal cyst gross description: the right tube is sectioned revealing a small, approximately 0.1 cm metallic portion of wire at the cornu. The remaining right tube displays no other wire. The left tube is sectioned revealing a 3.5 cm metal coil that inserts approximately into the left cornu and approximately 2 cm into the fallopian tube. The tube displays no other gross lesions.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿urinary tract infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12278301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis. Concurrent conditions included pulmonary sarcoidosis, iron deficiency anemia, vitamin d deficiency, burning micturition, urinary frequency, hematuria, dysuria, kyphosis, flank pain, leg pain, endometrial ablation, grand multiparity and obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"). In 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("skin rash"). The patient was treated with surgery (ablation (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, urinary tract infection, dyspareunia, fatigue, abdominal pain, allergy to metals, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the rash was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Insertion details, specify- about 6 coils visible on right side and about 3 coils visible on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT scan: indication: abdominal pain. Findings: essure device is incidentally noted. Hysterosalpingogram - on (B)(6) 2006: bilateral fallopian tube occlusion; on (B)(6) 2011: complete occlusion of the fallopian tubes by essure devices. Pathology test - on (B)(6) 2018: surgical pathology report: diagnosis: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and salpingectomy; secretory endometrium and endometrial scarring. Endometrial polyp. Adenomyosis. Leiomyomata. Cervix with no significant pathologic findings. Bilateral fallopian rubes with metallic coils. Congestion, and each with a microscopic paratubal cyst. Gross description: the right tube is sectioned revealing a small, approximately 0.1 cm metallic portion of wire at the cornu. The remaining right tube displays no other wire. The left tube is sectioned revealing a 3.5 cm metal coil that inserts approximately into the left cornu and approximately 2 cm into the fallopian tube. The tube displays no other gross lesions. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ urinary tract infection, menorrhagia. Most recent follow-up information incorporated above includes: on 27-jun-2019: new pfs received- new events added; abnormal bleeding (vaginal, menorrhagia), urinary tract infections, device breakage, dysmenorrhea (cramping), dyspareunia, pain, fatigue, abdominal pain, nickel allergy, depression, anxiety, migraines, headache, skin rash were added. Outcome of event skin rash from unknown to recovering/resolving was updated. Lot number and new reporter information were added. Concomitant and historical conditions were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.